Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the ins had "moved from the middle of my back into the gluteus maximus" stating "it's hard to sit on" and it has gradually moved "for at least 7 years now and it is still moving". Patient also reported that the ins battery were dead and they had a loss of therapy and wanted it removed. No further complications were noted or anticipated.